Event description:
During a replacement procedure for normal eri, the new device could not be connected to the lead as the set screw was not able to be tightened. The device was replaced and the procedure was completed successfully. The patient was stable.

Manufacturer narrative:
The reported field event of an inability to tighten the atrial set screw was confirmed in the laboratory and attributed to debris in the set screw. The debris in the set screw was likely due to inappropriate insertion of the torque wrench. The set screw was cleaned and engaged normally. The device was tested on the bench and no anomalies were found.